Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25 and battery power loss alarm. The power management tool confirmed power error 25 and battery power loss alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm without low battery alert. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. Customer stated that insulin pump received the power error detected alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated that notification light did not immediately stop flashing. The device will return for analysis.